Manufacturer narrative:
The reported event is unconfirmed as the device met specifications. A bd purewick urine collection system, pump tubing, collection canister with lid, and external power cord were returned. The canister had no cracks, and there was no residue in the canister or tubing. When plugged in, there was light and sound indicative of the pump functioning properly. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was not suctioning and patient experienced urinary tract infection which the doctor was associated with the machine. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning and patient experienced urinary tract infection which the doctor was associated with the machine. It was unknown what medical intervention was provided for urinary tract infections.